Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent delivery wire (sdw) was seen to be kinked. The introducer sheath distal tip was seen to be damaged. The stent was deployed from the sdw and not returned. During functional inspection it was noted that the device was returned with a cut up catheter with the stent reported to be deployed within the catheter (no allegation against the catheter). To determine if the stent had deployed inside the catheter a patency mandrel was advanced through each cut section of the catheter, with even further cuts been made to the catheter in an attempt to locate the stent, however the stent was not located within the catheter shaft. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during use could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Addition information received was the device was prepared as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis, with a cut up catheter with the stent reported to be deployed within the catheter (no allegation against the catheter). To determine if the stent had deployed inside the catheter a patency mandrel was advanced through each cut section of the catheter, with even further cuts been made to the catheter in an attempt to locate the stent, however the stent was not located within the catheter shaft. The sdw was seen to be kinked, the introducer sheath distal tip was seen to be damaged and the stent was deployed from the sdw and not returned. The analyzed defect: 'stent deployed prematurely during use' as well as reported defects: ¿sdw kinked/bent¿, ¿stent introducer sheath damage¿, ¿stent deployed prematurely during use¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during the procedure the stent (subject device) deployed inside the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available.

Event description:
It was reported that during the procedure the stent (subject device) deployed inside the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.